Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted on (B)(6) 2024. On (B)(6) 2024, the patient returned to the hospital unable to walk due to bilateral lower extremity thrombus. It was found that the closure device had embolized out of the laa and into the distal aorta. The patient was taken to the operating room by the vascular surgeon to remove thrombus and the embolized closure device. The distal aorta was observed to be thrombosed. There was no valve injury noted as a result of the device movement. The patient was discharged from the hospital on (B)(6) 2024 to a rehab facility and placed on dialysis.